Event description:
A malfunction was reported on the pump, indicated by malfunction code "malf 1" with fault ID "0x200c." There was no adverse impact to the customer's blood glucose level. The customer was advised to revert to multiple daily injections (mdi) to ensure uninterrupted insulin delivery while the replacement process was underway.